Event description:
It was reported to nova biomedical that, a consumer received a result of 5.2 mmol/l (94 mg/dl) on their blood glucose meter. The consumer immediately tested again getting a result of 2.3 mmol/l (42 mg/dl) on another blood glucose meter. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.